Manufacturer narrative:
The device was received and visual inspection was performed. It was noted that the shuttle cartridge was engaged to the handle. The advancer tube and the sealant were in the manufactured position and exposed to blood and the balloon's distal tip was inverted. It was also noted upon inspection of the catheter shaft that both tamp locks were dislodged and sliding on the polyimide shaft. This prohibited the advancer tube from properly engaging to the tamp locks, resulting in failure to deploy. Adhesive residue was observed on the polyimide shaft at the corresponding tamp locks position. The review of the lot history record (f1532003) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the cause for the tamp locks detachment is bond failure at the polyimide shaft. This issue is being addressed through CAPA. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that during the deployment of the mynxgrip vascular closure device in an attempt to close the artery, the sealant failed to deploy. A hematoma of less than 6 cm in size formed after the device was removed. Manual compression was applied for 20 minutes to resolve the hematoma. The patient condition was described as positive. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
The following additional information was also reported: the user shuttled down completely. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the sheath. The user followed all the steps in the mynx instructions for use when deploying the device.